Event description:
Event description guidant received information that this device was not functioning appropriately. Upon evaluation, the ventricular lead exhibited noise with isometrics, causing oversensing and inhibition of therapy. In addition, the lead exhibited a low out of range impedance measurement. This device was included in the failure mode 1 and 2 population.